Event description:
Complainant alleged that the staff was responding to a code blue using the code blue crash cart. The complainant indicated that the clinicians attempts to defibrillate a pt (age and gender unknown) at 200 joules, but that the device failed to discharge and displayed a "0 j" message on the screen. The staff then attempted to deliver a 150 joule shock to the pt., and the device successfully defibrillated and converted the pt's heart rhythm. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.